Manufacturer narrative:
UDI for tge404015 conformable gore® tag® thoracic endoprosthesis: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for a thoracic aortic aneurysm and was treated with a conformable gore® tag® thoracic endoprosthesis. The device was implanted into zone 1 of the aortic arch and necessitated the revascularization of the left common carotid and the left subclavian artery. On (B)(6) 2015, computed tomography (CT) imaging revealed a type 1a endoleak. The maximum aneurysm diameter measured 70 mm. On (B)(6) 2015, it appears the patient received a carotid-carotid crossover bypass and a second gore® tag® device was implanted for proximal extension to repair the type 1a endoleak. On (B)(6) 2017, the status of the endoleak was considered solved.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: endoleaks.